Event description:
During a coil embolization, with the doctor, the tech noted that 2 catheters were crimped at the end of the catheter. A third catheter was opened, attempted to pass, but noted it was also crimped.